Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 550 mg/dl at the time of call. Customer¿s blood glucose level at the end of the call was 549 mg/dl. The customer was treated with insulin pump. The customer was assisted with troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer stated that the auto mode feature was active at time of high blood glucose event. The insulin pump will not be returned for analysis.